Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator smartpass feature disabled due to low/poor amplitude morphology signals. Subsequently, this issue resulted in t-wave oversensing that caused and untreated episode and one inappropriate therapy episode a few days later. The patient was brought to the clinic where another inappropriate shock was delivered while vectors were being evaluated. There have been no changes in the patient's medications or health. However, x-rays were performed, and a clear dislocation of the implantable electrode was noticed. The vector configuration was reprogrammed, and a revision procedure was scheduled. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator smart pass feature disabled due to low/poor amplitude morphology signals. Subsequently, this issue resulted in t-wave oversensing that caused and untreated episode and one inappropriate therapy episode a few days later. The patient was brought to the clinic where another inappropriate shock was delivered while vectors were being evaluated. There have been no changes in the patient's medications or health. However, x-rays were performed, and a clear dislocation of the implantable electrode was noticed. The vector configuration was reprogrammed, and a revision procedure was scheduled. This implantable electrode remains in service and no additional adverse patient effects were reported. It was reported that, this implantable electrode was explanted and replaced and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Large curves are noted in the lead from approximately 50mm to approximately 115mm, and approximately 140-190mm from the terminal pin. Resistance tests were completed, and the high voltage conductor resistance was high, indicating a fractured or broken conductor. Fractured conductors were observed approximately 110 and 145mm from the terminal end. The fracture characteristics are consistent with cyclic fatigue. It is possible the fractured high voltage cables were a result of the erosion and dislodgment of the electrode due to the large curves in the electrode.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that this implantable electrode was explanted and replaced and has been returned for analysis. No additional adverse patient effects were reported. It was reported that this patient's subcutaneous implantable cardioverter defibrillator smartpass feature disabled due to low/poor amplitude morphology signals. Subsequently, this issue resulted in t-wave oversensing that caused and untreated episode and one inappropriate therapy episode a few days later. The patient was brought to the clinic where another inappropriate shock was delivered while vectors were being evaluated. There have been no changes in the patient's medications or health. However, x-rays were performed, and a clear dislocation of the implantable electrode was noticed. The vector configuration was reprogrammed, and a revision procedure was scheduled. This implantable electrode remains in service and no additional adverse patient effects were reported.